Manufacturer narrative:
The reagent lot number is 71340400 with an expiration date of 30-apr-2024. The sample passed a visual check. The customer's calibration and qc were acceptable. There is no indication of a performance issue with the reagent. The system's alarm trace showed sample lld (liquid level detection) noise (after aspiration) alarms on the date of the event. The field service representative found only slight adjustments to the gripperweres needed. He performed a precision check. He made small adjustments to the gripper mechanism and cleaned the gripper fingers, buffer, and incubator. He checked the alignment which was ok. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was <25 pg/ml with a data flag. The result was questioned by the patient's doctor and the sample was repeated. The repeated result was 245 pg/ml. The repeated result was believed to be correct.